Manufacturer narrative:
(B)(4) - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to and/or anatomical procedural factors. (B)(4)

Event description:
(B)(4). Same case as: 2134265-2010-03624. It was reported that during a carotid stenting treatment procedure, the patient experienced jaw pain. The target lesion being treated was located in the right proximal internal carotid. The lesion was treated with a filterwire and placement of a carotid wallstent. During the index, the patient experienced jaw pain. No action was taken to treat the event. The event was successfully resolved without residual effects. The patient was discharged 1 day later.